Event description:
It was reported that the implantable cardiac defibrillator (ICD) reset. It was noted that the patient was receiving radiation therapy. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded one power on reset (por) for critical random access memory (ram) parity error, address equaling (B)(4), data equaling 66 on (B)(6) 2011 09:03:11. There was one patient alert for the por on (B)(6) 2011 09:03:11.